Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the hard drive was reconfigured and software was reloaded.

Event description:
It was reported the programmer freezes by the medtronic logo when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).